Event description:
Subsequent to the initial medwatch report filed, additional information received: the starclose se clip was deployed but did not close the artery. The clip is assumed to remain in the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported shaft (carrier tube) detachment was confirmed. Manufacturing group confirmed the presence of a product quality issue related to the manufacture of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to deploy the clip was concluded to be related to a potential product quality issue due to absence of loctite in the thumb advancer glue port. The subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, after sheath splitting was completed, the metal shaft broke off. The clip was not deployed. No portion of the starclose se needed to be retrieved and no portion of the device was left in the anatomy. There were no issues noted prior to the shaft break. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.